Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected, and it flushed properly before and after decontamination. During the vhx testing, the dilator tip showed visible damage. Therefore, the reported allegation of damage dilator tip was confirmed.

Event description:
Reportable based on analysis completed on 29nov2024. It was reported that a versacross connect access solution was selected for atrial fibrillation. During the preparation it was mentioned that when the versacross dilator was inserted into the faradrive sheath, the dilator tip was found to be damaged, but device was fully intact once removed. No damage was noted prior to the insertion, or any damage was noted on the packaging. Cause of the damage was unknown. Thus, the device was replaced with new versacross connect kit and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. The device is expected to be return for analysis. However, the analysis revealed that the dilator tip is damaged.